Event description:
Product analysis was completed on the generator. Excessive current consumption was identified. This issue could directly impact the ability to establish communication with the ipg as well as for the ipg to provide consistent stimulation. The cause for the excessive current consumption was identified as damage to the r3 resistor. In addition to the damage, a solder bridge on the component was also identified. When reviewing potential causes for the damage, it was determined that the damage was sustained during the manufacturing process where the battery is attached to the pcba. Corrective action taken was to provide awareness training to the manufacturing team members responsible for this assembly of the generator battery to the pcba.

Event description:
It was later reported that the patient had a battery replacement due to the inability to interrogate the generator. Once replaced, the patient was able to be interrogated. The explanted generator was received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
It was reported that a patient was unable to be interrogated and is no longer feeling magnet stimulation. The physician reported that troubleshooting was performed via changing wand batteries and resetting both the wand and generator. No error messages were seen. The programming system has been used to successfully interrogate other patients. This patient has not been successfully interrogated. The physician referred patient for a replacement. Device history records were reviewed for the generator. It passed all specifications prior to distribution and was hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
It was reported that a patient was unable to be interrogated and is no longer feeling magnet stimulation. The physician reported that troubleshooting was performed via changing wand batteries and resetting both the wand and generator. No error messages were seen. The programming system has been used to successfully interrogate other patients. This patient has not been successfully interrogated. The physician referred patient for a replacement. Device history records were reviewed for the generator. It passed all specifications prior to distribution and was hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.